Event description:
It was reported that four (4) exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked at the membrane port. This occurred after being filled with medicine solution prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between february 22-23, 2024. H11: four (4) actual devices were received for evaluation. Visual inspection was performed on the samples and the reported leakages were not easily identified. Functional leak testing was performed and leaks were identified from the administration spike port bonding area on all samples. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.